Manufacturer narrative:
G4: 14oct2020 b4: 14oct2020 the field service engineer (fse) confirmed the blower was unable to be heard working so the fse replaced the blower and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09feb2021; b4:17feb2021. The blower motor assembly was returned for failure analysis. It was determined that the root cause is mechanical failure of blower motor. Customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported an occlusion alarm and blower error despite not having a connected patient circuit. The device was being used for treatment; however, there was no patient involvement or harm when the reported event occurred.

Manufacturer narrative:
G4:24nov2020. B4:25nov2020. Despite multiple follow up attempts, it is unknown whether the device was being used for treatment when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.